Event description:
It was reported that patient underwent a left total elbow arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to loosening of the ulna component. The ulna component and humeral condyles were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.